Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device obtained a general system test failure. There was no reported patient involvement.

Manufacturer narrative:
The bench sent the estimate for the replacement of the processor pca, however, the device is on a global parts hold. Once the part it received, the device will be returned to the customer.